Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented due to feeling pocket simulation. The ventricular lead impedance was less than 200 ohms in both the uipolar and bipolar configurations when programmed to 4.0 v, 1.5 ms. R-waves could not be sensed at 0.5 mv. Noise was observed on the ventricular channel. The lead was explanted and replaced.